Event description:
Event description: 1. Situation when using farapulse in conjunction with carto3, st increased immediately after the pfa application. When the patient's heart was checked with fluoroscopy, air was observed in the cardiac cavity. 2. Timing 1 hour after the start of the procedure. Immediately after the application of pfa. 3. How to complete the procedure the procedure was terminated after the air was removed. Carto 3 version: 7.5.1.327 air was retained in the patient's cardiac cavity. Extended hospitalization: no. The physician's opinions on the relationship between the event and the product (comments): during ablation using farawave, st-segment elevation was observed. At that time, no bw products were in the patient's body but carto3 was used concomitantly. Air was observed in the patient's cardiac cavity on fluoroscopy. Air was introduced from the reflux connected to the farawave and the sheath. Were any abnormalities observed prior to use of the product?: none. Were any abnormalities observed during use of the product?: none. Wo is not needed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".